Manufacturer narrative:
An imp,tsv,4.1mm,sbm,8 (item # tsv4b8) was received with a cover screw threaded into the drive feature for investigation. Visual inspection of the as returned product identified significant damage (nicks and gouges) around the implant collar, likely due to the removal process. Functional testing to recreate the reported event could not be performed due to the nature of the event. The returned product dimensions were measured with digital calipers (cal1334, calibration due (B)(6) 2019) and were found to be within the specifications in the engineering drawing. No pre-existing conditions were noted on the per. The reported device was used for approximately 4 days. Pictures or x-ray images of the implant site were not provided. DHR review was completed for the subject lot number (1221589). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (lot # 1221589) for similar events and no other complaint was identified. June post market trending was reviewed and there were no negative trends or corrective actions for the reported events (perforated sinus and pain) or device (tsv4b8). Therefore, based on the available information, device malfunction did not occur and the reported events were non-verifiable. A definitive root cause could not be identified. The following sections have been updated: b4: date of this report d4: unique identifier (UDI) number: (B)(4). D4: expiration date. G4: date received by manufacturer. G7: checked "follow-up". H2: checked follow-up type. H3: device evaluated by manufacturer. H6: entered evaluation codes. H10: added manufacturer narrative. The following sections have been corrected: g3: report source.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Initial reporter email address, fax number: not provided.

Event description:
It was reported a sinus perforation during implant (tsv4b8) placement. Implant was removed with endoscopic technique. Tooth location 17.